Manufacturer narrative:
H.6. Investigation: it was performed the DHR, no quality notification was found and only one maintenance record related with this failure about the needle packing machine. Pictures and sample of the product complaint were sent by the customer, with them was possible performing an investigation of this failure. The picture shows the defect package damaged and with this, bd confirms the complaint. The defect occurred due to table set adjust failure. H3 other text : see h.10.

Event description:
It was reported that needle precision glide 18x1-1/2in bar code was damaged. The following information was provided by the initial reporter: damaged in the bar code.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle precisionglide 18x1-1/2in bar code was damaged. The following information was provided by the initial reporter: damaged in the bar code.